Event description:
Immediate post-op x-rays showed the liner dislodged from shell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.